Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition was review the user guide p/n 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) transitioned to hemodialysis (hd) after experiencing ¿a couple¿ episodes of peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ip ceftazidime, and on (B)(6) 2021 the peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient was evaluated at the home dialysis clinic on (B)(6) 2021, and it was discovered the patient¿s peritoneal effluent fluid remained cloudy. As a result, the patient was diagnosed with relapsing peritonitis, and on approximately (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hd catheter (not a fresenius product) was placed. The patient transitioned to hd as ordered by the nephrologist and the patient has recovered from the events. Causality was attributed to the patient not properly disinfecting his hands prior to disconnecting and reconnecting after utilizing the restroom. The pdrn stated there was no malfunction of a fresenius device(s) and/or product(s) to report.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) transitioned to hemodialysis (hd) after experiencing ¿a couple¿ episodes of peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ip ceftazidime, and on (B)(6) 2021 the peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient was evaluated at the home dialysis clinic on (B)(6) 2021, and it was discovered the patient¿s peritoneal effluent fluid remained cloudy. As a result, the patient was diagnosed with relapsing peritonitis, and on approximately (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hd catheter (not a fresenius product) was placed. The patient transitioned to hd as ordered by the nephrologist and the patient has recovered from the events. Causality was attributed to the patient not properly disinfecting his hands prior to disconnecting and reconnecting after utilizing the restroom. The pdrn stated there was no malfunction of a fresenius device(s) and/or product(s) to report.

Manufacturer narrative:
Additional information: b7 other relevant history, including preexisting medical conditions, h6 health effect - clinical code, h10 clinical investigation clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of relapsing peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy, the surgical removal of the patient¿s pd catheter (not a fresenius product) and transition to hd therap. The pdrn attributed causality to a touch contamination event when the patient disconnected and reconnected to use the restroom without wearing the proper ppe. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Furthermore, early removal of the pd catheter is recommended when treating a relapse peritonitis event. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) transitioned to hemodialysis (hd) after experiencing ¿a couple¿ episodes of peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ip ceftazidime, and on (B)(6) 2021 the peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient was evaluated at the home dialysis clinic on (B)(6) 2021, and it was discovered the patient¿s peritoneal effluent fluid remained cloudy. As a result, the patient was diagnosed with relapsing peritonitis, and on approximately (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hd catheter (not a fresenius product) was placed. The patient transitioned to hd as ordered by the nephrologist and the patient has recovered from the events. Causality was attributed to the patient not properly disinfecting his hands prior to disconnecting and reconnecting after utilizing the restroom. The pdrn stated there was no malfunction of a fresenius device(s) and/or product(s) to report.